Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the monitor not powering on was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor does not power up. The issue was observed during an unknown diagnostic procedure. The procedure was delayed and restarted to complete the vide strobe when the computer rebooted, and the screen returned. No patient harm was associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation, and the customer¿s allegation was not confirmed. Unit passed all functional tests. The device evaluation found that there was a small scratch on the window, but it does not affect functionality. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.